Manufacturer narrative:
Device evaluation: the device related to the reported event of tyvek or thermoform sticking was received on april 27, 2026, with lot number 3619189. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - tyvek or thermoform sticking: observed delamination of outer lid through visual inspection. None of the other observations performed during the device analysis (intact and functional) is found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Sales representative reported on behalf of healthcare professional "issue with implant upon opening plastic container". Device was not implanted.

Event description:
Sales representative reported on behalf of healthcare professional "issue with implant upon opening plastic container". Device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: difficult to remove packing material.